Event description:
It was reported that the ventricular lead was replaced due to fracture and noise.

Manufacturer narrative:
Final analysis found that all five filars of the distal coil were fractured at 16.2 cm from the connector pin, which caused the noise. The outer insulation was abraded at 41.2 cm from the helix, allowing blood under the outer insulation, and exposing the outer coil, due to friction with another device.